Event description:
On 11/3/2025, it was reported by a sales representative via (B)(4) that when inserting the ar-12990 knee scorpion through the skin and into the joint during a meniscal repair, the lower jaw of the scorpion broke off and became lodged in the joint. The broken piece was removed from the patient in its entirety and the case proceeded using other methods to pass suture through the meniscus. The scorpion hand piece, as well as the broken jaw fragment, were collected after the case. No patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This may include excessive force and/or prying or levering of the device, which ultimately led to the device breaking. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.